Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to stable angina. Cardiac catheterization revealed an 80% stenosed and 16mm long target lesion, located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.0mm. This was treated with placement of a 20 x 3.0mm taxus element stent resulting in 0% residual stenosis. (B)(6) 2011, it was reported that restenosis of the taxus element study stent placed in the mid lad occurred. The patient was treated with placement of a drug-eluting stent with 0% residual stenosis. The event was resolved and the patient was discharged without residual effects.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).